Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was submitted with 17 june 2025 as the date of awareness. After further review, it was determined the date of awareness for this event is 16 june 2025.

Event description:
It was reported that after catheter placement, the patient was able to do the first flush but then was unable to inject.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter is confirmed and was determined to be use-related. One groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed a small segment of the catheter was returned attached to the distal connector piece. The proximal connector piece was observed to be detached to the distal connector piece. Use residue was observed in the sample. A microscopic observation revealed what appeared to be an occlusion within the distal connector piece. A cross-sectional cut was made on the distal connector piece, and the catheter appeared to be folded/compressed within the distal connector. The observed failure was likely caused by improper placement of the groshong catheter on the cannula of the proximal connector piece and/or connection between the proximal and the distal connector piece at an angle or too forcefully. This complaint will be recorded for future trending and monitoring purposes.